Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2022-51689.

Event description:
A physician reported that during implantation of an intraocular lens (iol) the lens was cracked or scratched and remains implanted. Additional information was requested. There are fourteen medical device reports associated with this incident. This report is for fourth one.